Event description:
Caller states patient tested 3.8 inr and 2.8 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this patient's latitude communicator had a history of no interrogation. Interrogation continued to be an issue despite a replacement communicator. The patient was presented to the clinic for follow-up, and the clinic nurse was unable to interrogate the device with the use of a programmer. None of the troubleshooting options resulted in a successful programmer interrogation. A magnet was applied over the device and no tones were generated. The patient had not undergone a replacement procedure or non-device related surgery. No unusual circumstances have occurred since the last in-clinic device check in (b)(6 2010. The patient was scheduled for a chest xray and the clinic nurse planned to discuss this further with the physician. Subsequently, boston scientific crm received information from the local representative that this patient had been scheduled for a device replacement. The results of the chest xray were normal.